Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown, medical device lot #: 5265120, medical device expiration date: unknown, device manufacture date: unknown, medical device lot #: 5139005, medical device expiration date: unknown, device manufacture date: unknown. Medical device lot #: the customer provided lot # 5265120 and 5139005. These do not match the catalog number provided. The customer's address is unknown. (B)(6) USA has been used as a default. (B)(4). Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: unable to perform complaint lot history check due to an unknown lot number for incorrect/missing label information. A review of risk management document 149rmn-0004-01 revision 18, indicates that the potential risk of this specific reported incident (pen needle, incorrect/missing label information) was captured and addressed appropriately. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform a DHR review due to an unknown lot number. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that pen ndl 32g 4mm 5 bag 50 box sample was missing label information. This was discovered before use. The following information was provided by the initial reporter: material no: 320149 batch no: unknown (reported 5265120, 5139005: 320122/320148). It was reported that the expiration date was missing from the bags. Event description per snow verbatim: consumer reported having 5 bags of pen needles with no expiration date. Stated he did not use any of the pen needles yet.